Event description:
Stopped working, disposable replaced, batteries changed. Opened a new one to complete the case.manufacturer response for sonicision, (brand not provided) (per site reporter).======================took report of incident, issued frt#, and sent return kit.